Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales representative, the facility reported that a hickman catheter was replaced due to ballooning/rupture of the catheter when flushed. No patient injury reported. Facility stated that it¿s possible that the clamp was positioned too low by the nurse on this patient¿s line. This report addresses catheter two. No other details regarding the event have been reported at this time.